Manufacturer narrative:
(B)(4). Conclusion: (unknown cause of kink).

Event description:
An endurant stent graft system was planned to be used in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the physician was unable to insert the guidewire into the wire lumen of the stent graft. The guidewire was stuck at the level of the stent graft and a buldge was seen at the level of the gate. The physician was able to flush the device. There was no apparent damage to the packaging. Another endurant device was successfully implanted. No clinical sequelae were reported and the patient is fine. The device was returned for analysis. Upon inspection of the delivery system, there was a 1.5 mm gap between the graft cover and tapered tip. The thumbwheel was advanced forward approximately 4 mm. The rest of the device was unremarkable. A 0.35¿ wire was passed through the distal tapered tip and an obstruction was met after advancing 156 mm. The wire was inserted through the backend t-tube and the same obstruction was met, this time 158 mm from the distal tapered tip. The stent graft was deployed to reveal the tapered tip lumen at the point of the obstruction; the spiral-cut lumen was kinked 90 mm from the shoulder of the spindle. Once the stent graft was deployed, a kink was also noted in the graft cover 105 mm from the distal end. The guidewire was reinserted through the tapered tip and the same obstruction was met; however, with a bit of force the guidewire was able to pass successfully. The tapered tip lumen and spiral cut lumen were cut just distal to the stent stop and then the two lumens were separated, which also revealed a kink in the tapered-tip lumen. The complaint was confirmed; the guidewire could not pass through the delivery system. The cause of the obstruction was due to a kink in the graft cover and metal lumens. The root cause of the event cannot be conclusively determined, but damage during shipping/handling may have contributed.